Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, after ablating the posterior wall, the catheter was removed from the patient and a knot was observed. It was noted that during the posterior wall ablations, no inversion or malformation was observed on fluoroscopy or intracardiac echocardiography (ice). It was also reported that tissue contact was difficult at times due to the patient's anatomy. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: updated lot number. Product event summary: the pscc100 catheter of lot number 0012258529 was returned and analyzed. Visual inspection was carried out, the catheter was received with the guidewire threaded. The electrode wires are intact without breakage or detachment from the electrodes. The guidewire lumen was received fully extended. The array loop assembly was observed to be knotted. Additionally, the pebax was observed to be ribbed on the distal arm. X-ray imaging has confirmed the integrity of the nitinol array wire, properly attached at the tip. The ball of the angled array displaced longitudinally about 0.07 inches (1.79 mm). The ball segment of the nitinol array wire remained within the dual lumen. Mechanical verification of the steering and slide mechanisms were carried out. Initial stiffness in the slide control function, attributed likely to dried blood, was encountered, yet still operational. Steering function is normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was not reprogrammed as the catheter condition would not permit to perform ablation using the generator. Performance testing with the generator could not be performed due to the returned condition of the catheter. Hipot verification of the integrity of electrode wires insulation revealed intact electrode wires without any insulation damage or breakage. Electrical continuity test did not reveal any anomalies. In conclusion, the reported spiral array knotting was confirmed. The catheter failed the return product inspection due to the array loop assembly observed to be knotted, distal arm pebax observed to be ribbed and the nitrol array wire partially displaced from the dual lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.